Event description:
It was reported that during attempted implant of a leadless implantable pulse generator (ipg) the patient experienced bradycardia and a perforation. It was also reported that when the leadless ipg was deployed it dislodged. It was also reported that the patient experienced tamponade and asystole. It was also reported that the patient experienced pericardial effusion which was confirmed by an e chocardiogram. It was also reported that during the echocardiogram the patient experienced a decrease in consciousness and blood pressure. It was also reported that the patient's pulse could not be established. Intubation was administered to the patient. It was also reported that the patient experienced ventricular fibrillation (vf) and atrial tachycardia. Pericardiocentesis was performed. The patient's blood pressure increased and their condition subsided. It was also reported that the patient developed ventricular tachycardia (vt) and a direct current cardioversion was performed. The patient's blood pressure initially stabilised but then rapidly decreased and their heart condition resumed. It was also reported that the patient's pulse was unable to be established and they experienced a cardiac arrest. The patient was transferred to the intensive care unit (ICU) and the physician attempted to restart their heart. The patient's condition stabilised. A thoracotomy was performed. It was also reported that the leadless ipg was possibly damaged during the implant procedure. The leadless ipg and delivery system were attempted/not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01 / expiration date: 28-nov-2023 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no, device mfg date: 02-jun-2022, labeled for single use: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient passed away due to complications caused by leadless ipg procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that during the leadless ipg implant procedure, as the patient experienced a tendency to bradycardia, the physician decided to hurriedly place the leadless ipg. The leadless ipg was deployed only once, but it was not attached well and fell off from the myocardium immediately. It is the physician's opinion that cardiac damage might have occurred during implant procedure of the leadless ipg delivery catheter. It was further reported that when hemostatic treatment was performed on hemorrhaging site, the coronary artery was pressed hard, so the patient developed myocardial infarction. Emergency catheterization and treatment were performed in the early morning on (B)(6) 2022.